Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was starting probably a month ago when pt was in their normal setting, they would tip their head back or their back back and that was when they felt buzzing. Pt had a time where they turned stimulation off and they still felt stimulation and it went on for a whole day. The patient was redirected to their healthcare provider to further address the issue. Then pain management guy could not put the ins in due to scar tissue so that was when the neurosurgeon had to put it in.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient reported that they have not met with anyone yet because they are going out of town and waiting until new years. Patient stated they did not tell the rep to shut off the ins and that the person shut the ins off themselves. Patient was still feeling the tingling when they went back to the their normal setting. Patient to see rep and hcp when they get back.